Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited error code b30 (scope communication error) the issue occurred during sedation procedure, which was completed with an olympus back-up device. No patient harm was reported.